Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported their adc freestyle libre sensor provided higher readings when compared to a competitor brand meter. Customer reported receiving scan results of 'hi' (reading >500 mg/dl) and 476 mg/dl and experiencing symptoms described as tachycardia, dizziness, "ill being", and "average tempering of 33°". Customer had contact with a healthcare professional who obtained a reading of 52 mg/dl and treated the customer with glucose serum. An additional reading of 42 mg/dl was reported on an unspecified device and it is unknown when this reading was obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported their adc freestyle libre sensor provided higher readings when compared to a competitor brand meter. Customer reported receiving scan results of 'hi' (reading >500 mg/dl) and 476 mg/dl and experiencing symptoms described as tachycardia, dizziness, "ill being", and "average tempering of 33°". Customer had contact with a healthcare professional who obtained a reading of 52 mg/dl and treated the customer with glucose serum. An additional reading of 42 mg/dl was reported on an unspecified device and it is unknown when this reading was obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction. (Outcomes attributed to ae ) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported their adc freestyle libre sensor provided higher readings when compared to a competitor brand meter. Customer reported receiving scan results of 'hi' (reading >500 mg/dl) and 476 mg/dl and experiencing symptoms described as tachycardia, dizziness, "ill being", and "average tempering of 33°". Customer had contact with a healthcare professional who obtained a reading of 52 mg/dl and treated the customer with glucose serum. An additional reading of 42 mg/dl was reported on an unspecified device and it is unknown when this reading was obtained. There was no report of death or permanent injury associated with this event.